Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07nov2018. Philips field service engineer (fse) confirmed a flow sensor failure. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit failed the extended self test exhalation flow test. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 11dec2018. Date of manufacturer: 10dec2018. Philips field service engineer (fse) replaced the exhalation flow sensor and the unit has successfully passed performance verification testing after the repair was complete.